Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated open heart surgery no capture was noted on the right atrial (ra) lead.  The lead was inactivated and replaced. No patient complications have been reported as a result of this event.